Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of controller clock not set alarm was confirmed via the submitted log file. A review of the submitted event log file spanned approximately 39 days (01jan2001 and 24may2023 ¿ 10jun2023 per time stamp). From the beginning of the log file, there was a yellow wrench alarm active due to the clock not being set. This is indicative of the controller losing power completely and the pump shutting off. The alarm cleared when the clock was reset on (B)(6) 2023 at 08:40:04. The onset of the loss of power was overridden by new events. The alarm did not affect the controller's ability to operate the pump at the set speed. No other alarms were active in the log file. System controller was not returned for analysis and remains in use. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the controller being unavailable. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses the user to regularly exchange their 14v batteries when the state of charge leds indicate low power and not to sleep while connected to 14v battery power. Heartmate ii instructions for use section 2 entitled ¿system operations¿ addresses how to properly set the system controller clock. ¿the system controller has an internal clock. The clock tracks the timing of system events and monitors the expiration date of the system controller¿s 11 volt lithium-ion backup battery.¿ use the system monitor to reset the system controller clock. Make sure the system monitor clock is correct before relying on it.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that routine log files were sent for review. The log files captured clock not set events until the clock was synced via the system monitor on (B)(6) 2023. Since that time no unusual events appeared in the log files.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.